Manufacturer narrative:
Field change: h3,h6,h10. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Multiple leaks near the proximal end of the cylinder body in cylinder 2 attributed to input tube wear with avulsion. This cylinder also had broken fabric threads present along with the krt worn to the filament. The pump had a leak identified at the pump strain relief krt cylinder junction attributed to fatigue. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient is scheduled to have revision of the ams 700 inflatable penile prosthesis on (B)(6) 2020 due to malfunction. Additional information received stated that the patient could not inflate/deflate his device, because there was a leak in the system in the reservoir, in the tubing, and in one of the cylinders. The malfunction (leak in the system) in the reservoir, pump tubing, and 1 cylinder.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Multiple leaks near the proximal end of the cylinder body in cylinder 2 attributed to input tube wear with avulsion. This cylinder also had broken fabric threads present along with the krt worn to the filament. The pump had a leak identified at the pump strain relief krt cylinder junction attributed to fatigue. Based on the results of this investigation, no escalation is required

Event description:
It was reported that the patient is scheduled to have revision of the ams 700 inflatable penile prosthesis on (B)(6) 2020 due to malfunction. Additional information received stated that the patient could not inflate/deflate his device, because there was a leak in the system in the reservoir, in the tubing, and in one of the cylinders. The malfunction (leak in the system) in the reservoir, pump tubing, and 1 cylinder. Additional information was received. Patient underwent a surgical intervention to replace his inflatable penile prosthesis (ipp) . All components were explanted and a new spectra penile prosthesis (spp) was implanted.

Event description:
It was reported that the patient is scheduled to have revision of the ams 700 inflatable penile prosthesis on (B)(6) 2020 due to malfunction. Additional information received stated that the patient could not inflate/deflate his device, because there was a leak in the system in the reservoir, in the tubing, and in one of the cylinders. The malfunction (leak in the system) in the reservoir, pump tubing, and 1 cylinder.